Event description:
It was reported the device fails self test. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the upper and lower cases were broken, both bail covers were broken, the ring and ring cover were missing, the keyboard was scratched, and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. This analysis found that the battery removal test failure was caused by a capacitor component failure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.